Event description:
Product failed twice, caused serious life threatening complications. Ten hospitalizations ongoing serious health issues. Contacted manufacturer, d.i.m.a.,(B)(4) and I was told "bring the two defective devices to (B)(4) and we will inspect." This device never evaluated by FDA - just allowed it to be sold by letter authorization. I assumed the manufacturer reported this mess, but to date, I have heard nothing. Dr (B)(6) was sent on an all expenses paid trip to (B)(4) to get "educated" on this device. I suspect, but have no proof of secret payments from d.i.m.a to dr (B)(6) to enlist "(B)(6)" patients like me to experiment with their device. Please check this out as part of your investigation. Also, inquire as to why I can't get an explanation of the defects in the 2 devices used on me.